Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they first noticed the issue, three days after the device was replaced. As a step taken to deal with the issue, the patient did let the battery die fully. Then when they charged up to 30%, the issue didn't come back until the charge went over 30%. Then it appeared again. The issue has not been resolved.

Manufacturer narrative:
H6 : codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt; serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that they had their implant replaced last thursday and since then they have been having problems with their controller. Caller stated they met with their medtronic representative on monday and was told to call patient services for assistance. Caller added that on monday they would be holding the controller and it would say it couldn't find the device and they would have to keep repeating it over and over again. Caller stated medtronic representative confirmed this and tried to call but was on hold for hours. Caller noted that medtronic representative set their therapy to a low setting where they shouldn't feel it, but it started to bother them so they went to turn the unit off, but it wouldn't turn off. Agent walked caller through resetting the controller battery. Caller confirmed they connected to the implant right away and said the controller was 60% and the implant was 60%. Caller saw stimulation was off. Caller stated they have turned it off a dozen times but they still feel the buzzing/stimulation in their lumbar region. Caller commented that for the past 15 hours they've been playing around with the controller trying to get the stimulation to turn off. Caller denied any falls or trauma prior to this event. Caller stated it's irritating but it's not debilitating. Agent instructed caller to follow up with their healthcare provider to further address the issue. Caller stated their doctor's office is not nearby and they don't want to have to go back if they don't have to. Caller stated they've had a stimulator for 10 years and now how they work, so they're sure this controller is faulty. Caller insisted on a controller replacement. Agent explained device functions to caller, but caller insisted on a controller replacement. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient added that one day the controller kept saying no device found despite them holding it in their hand near the implant.